Event description:
During an rvot vt ablation for a single ectopic morphology the doctor heard a "pop." This occurred on the third rf application within 20 sec of application. A trans- thoracic echo was performed immediately (within 30sec) and a pericardial effusion was noted. Contrast was also injected to confirm effusion. The patient was under general anesthesia during the entire procedure. A pericardiocentesis was unsuccessful; therefore, a thoracotomy was performed while the patient was in the ep lab. The fluid was drained and the patient left the lab intubated in a stable condition. During the thoracotomy, the perforation was noted to be anterior however the physician felt that the ablation lesions were more posterior. There was limited fam however the lesion did appear posterior on carto. The catheter had not been zeroed prior to ablation the procedure. The patient was a (B)(6) male with a history of ablation procedures for pvcs. A smarttouch bidirectional catheter was used.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/12/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
On february 4, 2015 additional information was received on the returned catheter condition. It was not communicated that the catheter was removed with difficulty. It was not communicated that the condition was noted prior or upon removal of the catheter from the patient. The damage was noted at the time of packaging. The sheath size used was as per the IFU of the catheter. (B)(4) during an rvot vt ablation for a single ectopic morphology the doctor heard a "pop". This occurred on the third rf application within 20 sec of application. A trans- thoracic echo was performed immediately (within 30sec) and a pericardial effusion was noted. Contrast was also injected to confirm effusion. The patient was under general anesthesia during the entire procedure. A pericardiocentesis was unsuccessful; therefore a thoracotomy was performed while the patient was in the ep lab. The fluid was drained and the patient left the lab intubated in a stable condition. During the thoracotomy, the perforation was noted to be anterior however the physician felt that the ablation lesions were more posterior. There was limited fam however the lesion did appear posterior on carto. The catheter had not been zeroed prior to ablation the procedure. The patient was a (B)(6) male with a history of ablation procedures for pvcs. A smarttouch bidirectional catheter was used. The returned device was visually inspected upon receipt and shaft was found kinked and with stress marks 10cm from tip dome causing the catheter shaft to be near the point of fractured. These conditions were not originally reported by the customer. Further information received indicate that the damage was not observed prior or upon removal of the catheter from the patient. It was observed when the product was inside of the bag to be returned to bwi. This suggests that the damage was caused when the product was prepared to be sent for evaluation. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Then per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.